Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a touch position was observed to be out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that a touch position was out of alignment. A touch screen calibration was performed but this did not resolve the issue. The touch screen was then replaced and confirmed to have resolved the issue. The touch screen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil found that this touch screen fails required resistance testing. It was determined that the high out of specification resistance results were the reason for the touch screen misalignment issue.